Manufacturer narrative:
Part 03.010.044, synthes lot 5081839, supplier lot (B)(4): release to warehouse date: september 20, 2005. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) cannulated connecting screw for standard insertion handle (part (B)(4) / supplier lot p254043) was received with the complaint category of ¿device interaction: does not fit with other parts.¿ the complaint condition for the connecting screw is confirmed. The device was received with deformation to the threads that mate with the nail and the complaint condition was determined to be a result of this noted thread damage. However, a root cause of this damage could not be definitively determined due to the unknown condition of the device prior to use, the damage sustained during removal, and the unknown use and maintenance over the device¿s approximate 10 year lifespan. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the returned connecting screw. The device was found to have been released to the warehouse on (B)(6) 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation shows that this device is intended for use to attach the standard insertion handle with the desired nail. As the reported procedure was a tibial nail, the titanium cannulated tibial nail technique guide was reviewed. The connecting screw was received intact with deformation to the threads that mate with the nail. The threads show some nicks and rough edges. The screw recess shows scrapes and dents consistent with having been subjected to significant force. The balance of the device is worn, but in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already damaged. A review of the current design drawing / manufactured revision was performed. The single design change was to shorten the thread length and, as the condition was the result of damage to the threads, this would not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. The reported lot number, p25043, was investigated and was confirmed to be invalid for the reported part number. The lot number of the subject device will be identified once the device is received for investigation and will be reported in a follow up medwatch report. Other number¿(B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia nail procedure on (B)(6) 2016 the cannulated connecting screw did not disconnect from the nail as expected. It took a large amount of force to get it to release from the nail. There was a three minute delay in surgery due to the reported event. There was no patient harm and the patient's postoperative outcome was reportedly fine. This report is 1 of 1 for (B)(4).